Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align¿ to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4). Sample not received.

Event description:
The patient's attorney alleged a deficiency against the device. It was reported by the patient¿s attorney that as a result of having the product implanted, the patient has experienced, irritation from catheter, vaginal discharge, vaginal pain, persistent vaginal irritation, persistent vaginal bleeding, bacterial vaginosis, vaginitis, erythema, severe and chronic back pain, abdominal pain, mild left lower quadrant discomfort, chronic pelvic pain, suprapubic discomfort, left groin pain with drainage, occult erosion with persistent pain and irritation, pelvic abscess with right groin, tenderness over bladder neck, urinary mixed incontinence, stress urinary incontinence, leakage, urinary frequency, urinary retention, voiding dysfunction, extrinsic sphincter deficiency status-post anterior vaginal wall reconstruction, microhematuria, pyuria, dysuria, trace bacteruria, yeast infection, postoperative infection, intermittent fevers, febrile urinary tract infection (pseudomonas), intermittent hematuria mild bloody drainage from previous drain site, intermittent bleeding from previous groin exploration, draining sinus in intra-abdominal wall, pelvic hematoma, hypermobility of urethra, left-sided post-surgical changes, thickening and change in left lower quadrant area, changes at bladder neck, heterotopic ossification related to surgery, ill-defined stranding and soft tissue fullness within subcutaneous fat overlying low left pelvis changes in left hemipelvis, hyperplastic tissue, granulation tissue in urethra, very thin and involved bladder neck, collection of pelvilace material in suprapubic area, small capsular area in suprapubic area, exposed mesh on right side near bladder neck. Unspecified extrusion, unspecified urinary problems, unspecified bowel problems, unspecified recurrence, dyspareunia, vaginal scarring, depression, bladder infections, inability to hold bladder, painful intercourse, leakage, vaginal infections, intractable urge incontinence, urgency, failure of antimuscarinic agents, implantation of interstim and tined quadripolar lead electrodes, and exposed vaginal mesh with excision, and required multiple nonsurgical and surgical interventions.